Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to both of the customer's instruments at the site (galileo neo and galileo echo) on (B)(4) 2015 to assess the test well images. The unexpected negative well results generated by both instruments appeared visually negative.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on both a galileo echo and a galileo neo instrument, when tested on (B)(6) 2015.